Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the rotablator plus unit returned inserted in the catheter device. The guidewire was successfully removed from the burr. The burr was microscopically examined and the annulus was found to be misshapen/damaged indicating the rotating burr came in contact with the guidewire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID# 2134265-2013-03206. It was reported that during a rotational atherectomy procedure, a guide wire fracture occurred. The target lesion was located in a severely calcified proximal left circumflex artery. A rotawire guide wire was inserted into a 1.5mm rotalink plus. The rotalink plus was set at 200,000 rpm and ablation was performed. The rotawire guide wire tip detached as the burr was maintained in one position while the burr was rotating. The rotalink plus was then advanced resulting in a vessel perforation at the bifurcation of the left anterior descending artery and the left circumflex artery. A non bsc coronary stent graft was placed. The tip of the rotawire guide wire remains in the patient, however, it is unknown if any attempt was made at retrieval. Post procedure the patient experienced heart failure, in the opinion of the physician the event of the heart failure was not related to the device. It is unknown how the heart failure was treated. No further patient complications were reported and the patient¿s status is good.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID# 2134265-2013-03206. It was reported that during a rotational atherectomy procedure, a guide wire fracture occurred. The target lesion was located in a severely calcified proximal left circumflex artery. A rotawire guide wire was inserted into a 1.5mm rotalink plus. The rotalink plus was set at 200,000 rpm and ablation was performed. The rotawire guide wire tip detached as the burr was maintained in one position while the burr was rotating. The rotalink plus was then advanced resulting in a vessel perforation at the bifurcation of the left anterior descending artery and the left circumflex artery. A non bsc coronary stent graft was placed. The tip of the rotawire guide wire remains in the patient, however, it is unknown if any attempt was made at retrieval. Post procedure the patient experienced heart failure, in the opinion of the physician the event of the heart failure was not related to the device. It is unknown how the heart failure was treated. No further patient complications were reported and the patient's status is good.